Event description:
The dealer reported that the switch quad push button is not functioning because there may be a short in the wire. This could cause the user to become strandd or move erratically causing injury to the user and/or bystander.